Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter called to say the patient has experienced a severe hypoglycemic event with confusion/disorientation requiring emt assistance. Patient had been instructed by animas to discontinue pump use for a previously reported issue and had discontinued pump about 90 minutes prior to the occurrence of the low blood glucose: no specific bg value was provided. The patient passed out and needed help from emts. Patient had not contacted hcp for alternate insulin plan. Customer support (cs) suggested contacting hcp for a prescribed alternate plan to manage bg. Patient verbalized understanding and will contact hcp as needed. During troubleshooting, cs found that 10 units of insulin more than usual needed to be prime to see drops expel from tubing. On (B)(6) 2014, the patient called back and stated she only took humalog insulin shots and her bg this a.m. Was 436mg/dl with symptoms of extreme thirst, some shortness of breath and shaking. Patient self-treated with food, drink, and insulin via the old pump. Patient will resume pump therapy when replacement pump arrives. This complaint is being reported as the large prime issue was not resolved and the patient experienced hypoglycemia and hyperglycemia while on an alternate delivery method, as animas had advised.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: testing was unable to duplicate ¿load step malfunction¿ complaint.last basal delivery is recorded on (B)(6) 2014@05:05am; manual date setting change is observed from (B)(6) 2014@09:58am to (B)(6) 2014@09:58am leading to tdd to appear inaccurate. Black box shows evidence of load step malfunction illustrated with a no cartridge detected warning on (B)(6) 2014, returned battery cap and cartridge cap were used to complete the investigation. .¿ez-prime¿ steps were performed correctly. The pump reflected 24u after a 24hr on 1u/hr basal program duration test, the product performs within specifications . The pump¿s cover was removed and no intermittent condition was found to the fs flex pin. Unrelated to the complaint, the display contrast is dim and faded; the battery compartment is cracked below the bumper grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.